Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure. While loading the catheter on the guidewire, the catheter tip cracked and broke apart. While attempting to remove it off the guidewire, the body of the catheter broke in several places. The procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as fine.